Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10 result of investigation: vyaire medical veified display is damaged caused by rough handling. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the touch screen of bellavista 1000 unit is not functioning properly. The customer confirmed that there was no patient involvement associated with the reported event.